Manufacturer narrative:
(B)(4).

Event description:
It was reported through the patient's chart that, sometime after his generator replacement, the patient's incision site became infected and his generator was removed. The manufacturer's device history records were reviewed and the sterility of the patient's generator prior to distribution was verified. The patient's lead was left implanted. No further relevant information has been received to date.